Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power system error from the insulin pump. The customer's blood glucose reading was 6.4 mmol/l. The customer stated that the power source is unable to charge. The customer was advised that the pump is operating on aa battery only. The customer was advised to disconnect and clear the alarm. The customer was advised to remove the battery and monitor the notification light. The customer was advised to clear the power loss alarm. The customer was advised to complete the reservoir and tubing process. The customer was advised to call back if the error recurs in the next 4 hours.